Event description:
Study event. Device malfunction: none. Symptoms/ae: neurological deficit. Time of symptoms/ae: post procedure. It was reported that a few hours post an uneventful left common carotid artery stenting procedure, the patient experienced a transient ischemic attack and could not move. The physician felt the symptoms may be due to a vascular spasm. The symptoms resolved quickly. Later that same day when the neurologist was doing the post nihss they noticed right leg and arm weakness and the patient could not walk. There were no medications given. A head CT was performed which was negative. The patient's condition is improving and the patient was scheduled to undergo unspecified multiple therapies. Although requested, there is no additional information available.

Manufacturer narrative:
The stent remains in the patient. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this complaint. A neurological event is a known potential adverse event associated with stent usage. There was no reported device malfunction.